Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open and weeping wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage and shifted the garment for the skin irritation. The follow up indicated of the irritation is the same. A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open and weeping wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage and shifted the garment for the skin irritation. The outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as an open and weeping wound. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied a bandage and shifted the garment for the skin irritation. Follow up indicated that the skin irritation is the same.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.